Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, literature article) regarding a patient having spinal therapy. It was reported that literature was reviewed regarding: surgical treatment of congenital pseudarthrosis of the tibia (cpt) in children. Among all patients adverse events/device product performance issues included: non-union and refracture as potential long-term complications. Rhbmps, including rhbmp-2, are used to promote bone healing in the surgical treatment of congenital pseudarthrosis of the tibia (cpt). However, no detailed data or specific patient numbers related to rhbmp-2 usage are provided. No further information was provided pertaining to medtronic products. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D.4. Product identifiers are unknown. G2: country of origin is china h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Wenqi song, runhua zhou, pei liu, yanjie guo, lei shao, delin liu, jia xu, tianyi wu, zhong bai, chi su, fuyun liu, jun liu, qinglin kang, shengdi lu. ¿surgical treatment of congenital pseudarthrosis of the tibia in children: cpam-lrc consensus and guidelines¿. International journal of surgery. Doi: http://dx.doi.org/10.1097/js9.0000000000002211. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.